Event description:
The companion 2 driver was not supporting a patient. The customer also reported that the companion 2 driver exhibited an emergency battery error alarm after the hospital staff member noticed the companion hospital cart was unplugged. The companion 2 driver was returned to syncardia for evaluation. The patient file was copied and reviewed, revealing multiple emergency battery error alarms. The customer-reported issue was confirmed. During investigation testing, efforts to reproduce the emergency battery error alarm were successful. The root cause was that the emergency battery was severely depleted and thus permanently disabled as a result of the cell under voltage (cuv) condition. The emergency battery was replaced. After the emergency battery was replaced, the emergency battery error alarm was resolved, and the driver passed all final performance testing. This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. In addition, the companion 2 driver has redundant power sources of external batteries and external wall power. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4)

Event description:
The companion 2 driver was not supporting a patient. The customer also reported that the companion 2 driver exhibited an emergency battery error alarm after the hospital staff member noticed the companion hospital cart was unplugged. This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR.